Event description:
A clinical director reported that an intraocular lens (iol) was exchanged due to the pt being unhappy with the results. The iol was exchanged for a different model iol. In the follow up questionnaire, the surgeon reported the pt had elevated intraocular pressure following the implant procedure which was treated with medication. The pt had a history of epiretinal membrane with a lamellar hole (pre-existing). In a f/u phone call with the surgeon, she reported she exchanged the iol due to the haptic "chafing and prolapsing forward". The surgeon reported since the position of the haptic was determined by the axis, she was unable to rotate it to a different position. The surgeon reported the pt was doing very well following the exchange procedure. The event resolved following the iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Results for the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/22/2010, 11/30/2010, and 12/02/2010 by phone, fax, and mail. A completed questionnaire was rec'd on 12/02/2010. Additional information was rec'd in a phone call on 12/01/2010. (B)(4).